Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed stuck button. The patient's blood glucose at the time of incident was 12.3 mmol/l. Troubleshooting was initiated for the stuck button alarm. The customer did not press a button in excess of three minutes. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump had unexpected pump error 35 during rewind test and then the critical pump error due to a corroded force sensor. The electronic assembly and motor had moisture damage. The keypad traces at the flex finger were also corroded. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor or displacement tests or test for stuck button alarm or verify display anomaly/pump screen lagging/pump response due to the critical pump error. The pump failed the leak test at the cracked case, battery tube side and battery tube threads. The pump also had minor scratches on the display window, a scratched case and a pillowing keypad overlay.